Event description:
It was reported that patient was admitted to the hospital on (B)(6) 2024 with hypoxia that required intubation. Cultures found enterobacter choacae and patient was placed on cefepime (maxipime). During hospitalization, patient experienced issues with hypotension and increasing carbon dioxide levels. Chest x-ray showed hazy opacities noted throughout both lungs and small pleural effusions. The patient was anemic with positive stool occult blood. The patient was on eliquis (apixaban). Gastroenterology was consulted, and eliquis was stopped. No scopes performed. Due to a poor prognosis, the family made the decision to withdraw care and provide comfort measures. The ventricular assist device (vad) was functioning as intended and no autopsy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h1 - type of reportable event: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Outcome was later reported to not have been device related and deactivated per patient/family wishes.